Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during the load process. Additionally, it was reported that the pump fill estimate was inaccurate. Blood glucose was 189 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm (B)(4)) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged fill estimate issue could not be verified. However, a different issue was identified.